Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 15feb2022. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Medical device problem code: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally prior to the procedure. Additionally, the procedure was performed under general anesthesia. The spaceoar placement procedure proceeded normally and smoothly. Magnetic resonance imaging (MRI) was performed and showed rectal wall infiltration. On the axial image, there was no evidence of rectal wall infiltration from the base to midgland. The most inferior slice image close to the apex showed rectal wall infiltration. This is also seen on the sagittal view. There were no patient complications reported as a result of this event.